Event description:
Philips received a complaint by the customer on the v60, indicating that their screen was black and changes were unable to be made. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their screen was black, and changes were unable to be made. The customer later advised to the rse that they would send in their v60 to a third party for repair. The customer later advised to the rse that they would send in their v60 to a third party for repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).